Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) due to experiencing tachycardia, shortness of breath and dizziness. Upon interrogation, the device was found to be in safety mode. Additionally, the patient is experiencing diaphragmatic stimulation. The patient is not dependent on therapy. Technical services recommended replacing and returning the device. A disk analysis was requested. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) due to experiencing tachycardia, shortness of breath and dizziness. Upon interrogation, the device was found to be in safety mode. Additionally, the patient is experiencing diaphragmatic stimulation. The patient is not dependent on therapy. Technical services recommended replacing and returning the device. A disk analysis was requested. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the device was explanted and replaced with another manufacture's device. No additional adverse patient effects were reported.